Event description:
A 15cm biopince biopsy gun was rested on a table in the cocked position, subsequently, the needle disengaged from the device.

Manufacturer narrative:
The device in question has been discarded by the customer. Unused product from the same lot number was returned on 05/14/07. Subsequent investigation of unused product did not yield conclusive results. The product problem, as stated by the customer, could not be duplicated. The units performed as intended. A review of the device history record did not indicate any anomalies. This is the first incident in which a failure mode of this type has been reported on the biopince product family. Without the complainant device in question, our investigation is inconclusive. Add'l lot# 64221.